Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) kinking during insertion.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire assembly for evaluation; the arrow-raulerson syringe (ars) was not returned. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a gradual bend/kink towards the distal end of the body. The distal j-bend was slightly deformed but intact. The returned guide wire contained one slight bend 652 mm from the proximal end. The total length and outer diameter of the returned guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars to functionally test the guide wire. The guide wire was able to pass with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The reported complaint of guide wire kink was confirmed by complaint investigation. The returned guide wire had a slightly deformed j-tip. A device history record review was performed with no relevant findings. The returned guide wire passed all relevant functional and dimensional testing. The probable cause of this could not be determined as the sample received was incomplete. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the swg (spring wire guide) kinking during insertion.